Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose, high blood glucose and kidney issues on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl and went down to 23 mg/dl. Customer also mentioned the contacts in the battery cap come off. The customer was treated with an insulin drip. The device will not be returned for analysis.